Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a low anterior resection, the device was fired, after which it was difficult to remove and as a consequence, the anastomosis was torn. The surgeon used silk suture to close the tear. The procedure was completed with no patient consequences.